Event description:
N/a.

Manufacturer narrative:
The certas valve (828805) was returned for evaluation. Device history record (DHR) - the product code 828805 with lot 3809003 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected, no defects noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828805) was implanted in a (B)(6) year old male patient via ventricular peritoneal shunt on (B)(6) 2021 with setting 6 to treat an avf (arteriovenous fistula). Ventricular enlargement was observed at the end of march. The initial pressure was lowered from 6 to 4 to 2 and there was no improvement. The valve was pushed, however, it was slower than usual to return to the original state. There is no information about the valve malfunction. The valve was removed and replaced on (B)(6) 2021.